Event description:
It was reported that the 6800 system had poor image quality with an artifact in the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the image intensifier were the most likely problem. The customer canceled the service call.